Event description:
The caller reported that the device was activated at 7:58 am on (B)(6) 2011. At 8:38 am, a 0.80 unit insulin bolus was given for 10 carbohydrate grams ingested. At 10:00 am the customer's blood glucose measured 202 mg/dl (no insulin bolus does reported at that time). At 11:06 am, 21 grams of carbohydrate were estimated and 20.8 units given. At 5:24 pm the customer's bg had reached 380 mg/dl. The device was deactivated at 6:26 pm and replaced (ketones measured 0.9).

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. An air bubble, equivalent to about 7 units of insulin in size was found in the device's insulin reservoir. This typically occurs due to the customer injecting air during the fill process, rather than a manufacturing process issue or product defect. User error is determined to have caused the device to fail to perform its intended function. The omnipod user's guide instructs users on proper filling technique and wars to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin deliver." Interrupted insulin delivery has the potential to result in high blood glucose levels. Insulet has initiated and internal investigation into this issue which is in process as of the date of this report. Product lot qualification records were reviewed and all acceptance criteria were met.